Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. .

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the nurse reported they opened a vessel sealer to discover white gooey grease around the hinge below the mouthpiece. The first one opened had so much grease a piece dripped into the patient's abdomen. Customer was to use another vessel sealer due to the instrument having the least amount of grease. The procedure was completed. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details have been received as of the date of this report.